Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two separate episodes. Technical services (ts) analyzed device episode data and determined that the inappropriate shocks were due to t-wave and p-wave oversensing after a decrease in r-wave amplitude. X-rays were recommended along with a three-vector analysis of current device programming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.